Event description:
The customer stated they were testing the new rubella reagents and the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer decontaminated line 1 without resolution. The customer technical advocate asked the customer to centrifuge the calibrators for diagnostics purposes. The calibration passed after centrifuging; however, the customer stated they did not report results with the calibration curve. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.